Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor experienced early battery depletion. It was decided that no action will be taken at this time due to the patient's health. The device remains in use. No patient complications have been reported as a result of this event.